Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). (B)(4). Investigation summary: one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. A device history review was performed for lot 2002014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. It is likely a failure in the detection system or rejection system prevented the product from being properly discarded. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 10 ml ll had a defective stopper. The following information was provided by the initial reporter: "thank you for investigating. Complaint number: (B)(4), bd 10 ml luer-lok¿ syringe-closure for us. Unfortunately we¿ve had another problem with a syringe from the same batch. (2002014, exp 31.01.2025). This time the rubber bung part of the syringe plunger is either malformed or fitted badly. We have a sample which we¿re told has water for injection in it and a needle attached. We can send it back to you if you want."